Event description:
It was reported bd phaseal protector had leakage issues. The following information was provided by the initial reporter, translated from japanese: "anticancer drugs leaked through the gaps in the protector".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-28. H6: investigation summary one protector connected to a vial was returned to our quality team for investigation. Upon inspecting the product no issues related to the connection were observed. Functional testing was performed, no leaks were observed. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal protector had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "anticancer drugs leaked through the gaps in the protector."